Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device would not start interrogation. However, after further analysis was done this failure disappeared, therefore a root cause could not be determined.

Event description:
It was reported that the carelink monitor (clm) lights would not stop blinking. Even after unplugging the monitor, the lights did not go off. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.